Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the tip of their slidelock atraumatic grasper "broke off" inside of the patient. No report of injury.

Manufacturer narrative:
The slidelock atraumatic grasper subject of the reported event was returned for evaluation. Evaluation results determined that there were deep groves from pliers or a similar tool on both sides of the clevis. This breakage is not indicative of normal use. The damage to the clevis indicates the device was misused and/or third-party modifications were performed resulting in the jaw coming apart as described in the initial reported event. The jaw coming apart is most likely attributed from it being pulled apart from the clevis by excessive force. Steris performed in-service training on the proper use and operation of the slidelock atraumatic grasper and the importance of proper handling. The device history record was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.